Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue. Model lap top ventilator 1150 passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported a female patient was found apneic and pulseless while connected to model lap top ventilator 1150. The ventilator was alarming both audibly and visually. Unsure of what to do, the therapist provided cardiopulmonary resuscitation (CPR). At this time, that is all the information that was provided by the customer. Patient outcome remains unknown.